Manufacturer narrative:
Novasure disposable recorded on (B)(4) arrived at hologic costa rica on 23mar21 and was received by the pms group. Failure mode related to pae per perforation. Visual inspection was performed and had no blood on the array and this one was closed, external sheath and cervical collar didn't had blood either, vrv was moving and no tubing was filled with blood. Functional testing was performed, bubbles were observed, the unit passed eap and cia, ablation was performed as well as for vacuum and it was completed correctly. Deployment test was performed and there seems that there is no issue within the array. The case described that the physician thought he had perforated because the customer was under depo since a thinning of the endometrium/andenomyosis could cause a much easier perforation. The disposable worked as intended, hence no complaint confirmed. Standard DHR review: a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The lot number was reviewied and there are no nonconformances nor on status that are related to this issue or to this lot. The device was released meeting all qa specifications.

Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that on march 1st, during a novasure procedure the physician reported that she perforated the uterus. The physician cauterized the injury and the bleeding stopped. No other information available.